Event description:
During attempted retrieval of clot from pt's left ica the merci l5 device fractured at the junction of the wire and the device. During attempts to retrieve the broken device and the clot a second x6 device also fractured; retrieval of catheter fragments nor clot was successful. Patient was stabilized and moved to ICU.